Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was the result of a patella tendon avulsion fracture. In the revision, the tibial locking bolt, and the tibial insert and the tibial baseplate were replaced. The tibial insert was revised from a 3 x 10mm to a 3 x 12mm and the baseplate was revised to a new implant of the same size. In the revision surgery several augments and a modular stem were also implanted.